Event description:
It was reported that the rep said they met with the patient (pt) today who had a controller that was not turning on because the li battery pack would not take a charge; the rep used another li battery pack and battery pack worked as expected. Pt said issue began off and on over the past month or so, but issue resulted in controller not charging this weekend. Email sent to replace li battery pack.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory h3: analysis of the battery pack (product ID 97745bp serial: (B)(6)) found it was scrapped due to a broken tab/case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.